Event description:
It was later reported that the patient had had to go back in on (B)(6) 2011 to place the other lead and during the surgery the patient had suffered a hemorrhage and a stroke. The patient was going to implant a new lead on the other side and a pallidotomy due to an infection. Both of which were done in the same procedure. The deep brain stimulator had helped the side it was supposed to help after the revision but the therapy was not effective on the other side due to the stroke. The patient passed away. The cause of the death was parkinson¿s symptoms, complications of a stroke and the patient¿s ¿body just wore out.¿

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v798530, implanted: 2011-(B)(6), product type: lead. Product ID: 7426, serial# (B)(4), implanted: 2011-(B)(6), product type: implantable neurostimulator. Product ID: 3389s-40, lot# v798530, implanted: 2011-(B)(6), product type: lead. Product ID 7482a51, serial# (B)(4), implanted: 2011-(B)(6), product type: extension. Product ID: 3389s-40, lot# v668795, implanted: 2011-(B)(6), product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: 2011-(B)(6), product type: extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: lead model 3389s-40 lot # v798530; extension model 37085-60 serial # (B)(4); programmer model 37642 serial # (B)(4).

Event description:
It was reported that the patient was experiencing "bleeding issues" in the brain after implant. The patient was also having "breathing issues." It was stated the patient had been put into a rehab facility. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
The health care provider confirmed that the patient experienced intra cerebral hemorrhage during electro physiology target intra-op. The cause of the event was the surgical procedure. An MRI or CT scan was done on (B)(6) 2011 which showed a right basal ganglia hematoma. The patient experienced hemi paresis. The lead was not implanted. The patient outcome was noted as a serious injury and recovered with sequela.